Event description:
It was reported that the cadd legacy pump produced a no disposable alarm the infusion parameters were as follows: rv: 70.2, rate: 2.2, given: 30.80. The product problem did not cause or contribute to any adverse patient health effects.